Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) did not pair with the ilet system, after which pairing occurred immediately when the user applied a magnet near the sensor, consistent with a sensor/transmitter¿receiver communication issue and signal loss. No adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data to the ilet with no clinical impact reported. User support included user troubleshooting and education focused on cgm pairing and signal integrity. Investigation of this case revealed communication disruption between the cgm and the ilet with successful restoration following user intervention, indicating transient signal acquisition or pairing failure at the cgm interface. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication issue related to external pairing or environmental factors.